Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 6947 implantable tachy lead implanted: 2008-(B)(6), explanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the returned device did not detect any performance issues, but the calculated longevity result of 83% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device ¿dropped¿ low in the chest and eroded through the skin with purulent drainage. The patient developed an infection. The patient required antibiotics. The device was removed. No further patient complications have been reported as a result of this event.